Manufacturer narrative:
Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, insufficient evidence was available to determine the root cause of that event. The product returned for evaluation was a straight 0.018¿ stainless-steel guidewire in its plastic hoop. Use residue was observed at the distal end of the guidewire. The guidewire was kinked in multiple places but was intact. Microscopic inspection of the guidewire revealed the coil wire was misaligned and protruding at the proximal end of the guidewire. The functional process of using this device would have first required full passage of the wire through the introducer needle (prior to usage with the microintroducer). Since no difficulty was reported during this initial step, it was possible that the damage had occurred during use. Bd will record this event for future quality trending and monitoring. Evaluation findings are in section h.11.

Event description:
It was reported that after the guidewire was inserted, the microintroducer with sheath could not be inserted over the guidewire. After the introducer needle was reinserted and ultrasound examination revealed that the introducer needle was in the vessel, when the guidewire was removed and another guidewire was inserted, the microintroducer with sheath could be inserted over another guidewire. There was no reported patient injury. 3/22/2024 - the guidewire returned for evaluation was found to exhibit multiple kinks and misaligned coils.